Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for the call was the pt says their left foot has "been in tremendous pain for a good week" and they called their hcp who said they were worried they could have a blood clot. They said it feels like a boa constrictor is squeezing on them. They said they have been turning stimulation down at night because the tingling drives them crazy when trying to sleep. The pt says they wentto the ER, and they don't have a blood clot. The pt says they are currently on group b and haven't tried any other groups yet. They moved to group a during the call, and aren't yet sure if its helping or not as they don't feel the pain all of the time. They started feeling a tingling at 5.0 so they lowered stimulation to 4.4v and said its more comfortable. Pt is going to try this setting, and was also redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2025, product type lead product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2025, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 27-dec-2028, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6), ubd: 27-dec-2028, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.